Manufacturer narrative:
Date of submission (B)(6)2018 animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(6)2018 with the following findings: on investigation, the battery cap was difficult to insert and remove due to the threads on the cap being stripped. A test battery cap was able to secure properly to the pump without difficulty. On examination, it was noted that the threads in the battery compartment were also stripped.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the battery cap could not be removed from the pump. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long-term cessation in delivery if the damage impacts the power circuit or cartridge compartment. There was no serious injury associated with this complaint.